Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant this right ventricular (rv) lead was rotated thirty since as the helix could not be extended. The stylet was pulled in reverse rotation but the helix still did not extend. The lead was replaced. The physician suspected that the helix was fractured. Upon taking the lead outside the body and testing the helix the lead extended, but would not retract. The rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant this right ventricular (rv) lead was rotated thirty since as the helix could not be extended. The stylet was pulled in reverse rotation but the helix still did not extend. The lead was replaced. The physician suspected that the helix was fractured. Upon taking the lead outside the body and testing the helix the lead extended, but would not retract. The rv lead will be returned. No adverse patient effects were reported